Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that his blood glucose was either 560 mg/dl or 590 mg/dl. The wife mentioned that her husband felt leg pain. She was asked by the customer to call an ambulance but she refused. Instead, she gave the customer 40 units of insulin on a repeated basis, but the blood glucose would not come down. The wife then smelled insulin and changed the infusion set and treated her husband with 60 units of insulin; the patient's blood glucose then dropped to 450 mg/dl. The previous infusion set had a bent cannula. The insulin pump was not returned or replaced.